Event description:
The complaint report indicates that the ventilator stopped ventilating while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The investigation and service were reported to be completed by the customer. Npb not authorized to service device therefore, repairs cannot be verified.